Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not recharge the scs system (date of event unknown). As a result, the ipg became inoperable. Surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model.